Event description:
A customer reported experiencing a cartridge alarm 20 error. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially did not follow the proper cartridge loading instructions and was unsure why the alarms were recurring. Technical support attempted to assist the customer with the loading process, but the customer did not follow the air removal steps and used cold insulin, which they acknowledged. The customer was escalated to a supervisor for further assistance. Csa explained the correct loading process, advised on cleaning the pneumatic tap, and provided information on how to avoid future occurrences. The customer understood the guidance but declined additional load instructions. No further action was required.